Manufacturer narrative:
A visual evaluation of the returned device found that the stent was deformed in two sections of the pig tail. The investigation concluded that the stent was deformed due to some handling aspect of the device possibly during preparation. Handling manipulation of the device during prepping/unpacking can cause damages in the stent. Therefore, ¿handling damage¿ is selected for the most probable cause for the complaint. A review of the device history record (DHR) confirmed that the accepted device met all manufacturing specifications. . A search of the complaint database confirmed that no similar complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation that an advanix pancreatic stent was used during pancreatic duct stent placement procedure performed in the pancreatic duct on (B)(6) 2017. According to the complainant, during unpacking, it was noticed that the stent flap was deformed. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "no complication".

Manufacturer narrative:
(B)(4) for the reported event of stent deformed/collapsed. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an advanix pancreatic stent was used during pancreatic duct stent placement procedure performed in the pancreatic duct on (B)(6) 2017. According to the complainant, during unpacking, it was noticed that the stent flap was deformed. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "no complication".